Manufacturer narrative:
This lead was damaged during laser extraction and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and oversensing due to a possible conductor fracture reported. The lead was then explanted and replaced. No additional adverse patient effects were reported.